Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported the patient called with concern that recently his inflatable penile prosthesis (ipp) pump stays flat for an extended period of time before refilling. He states that it does refill over time and that he is able to get an erection. Patient liaison described the reboot technique for the patient to try. He will contact patient liaison if the continues to have difficulty.